Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h10k05047, h11a03058, h11a13057, h11b21041, h11b07024, h11c16098, h11c24092, h11c31030, h11d26079, h11e19022, h11e25011, and h11f22040 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse of peritonitis coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient was hospitalized for an unreported reason. On (B)(6) 2011, the patient experienced peritonitis. Treatment was not reported. On (B)(6) 2011, the patient was discharged. On an unreported date in 2011, the patient had recovered and dianeal therapy was ongoing. Concomitant medications were not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event. The specific product code for the transfer set is unknown. The brand name, manufacture and 510k; however have been provided in this MDR.